Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event with a measured value of 63 mg/dl and self-treated with oral rapid-acting carbohydrates without loss of consciousness or seizure. Symptoms included hypoglycemia. Outcomes included no long-term impairment and no hospitalization. Investigation included case intake and review of the user-reported survey. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device failure and the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.